Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the sensors and therapy pads of the lifevest equipment. Patient described area as bruising, red, itchy, looks like a burn mark and scarring. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.